Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet generated repeated restart 65 alarms and the audio alarm was not audible, indicating an alarm malfunction associated with the speaker/sounder; the device was replaced and the original unit will be returned for investigation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical or electronic component problem consistent with a no-audible-alarm malfunction localized to the speaker/sounder component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.